Manufacturer narrative:
The customers biomed connected the monitor to a ECG simulator for testing, the alarms were working as expected. No trouble was found. The complaint was escalated for technical investigation to product support engineering (pse). The available information was provided to pse, but it turned out that the ECG strip for the event was missing. According to the information provided by the customer, the ECG strip for the time in question was not available. Since there was no ECG strip available, a investigation by pse was not possible. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx550 patient monitor did not generate a asystole visual or audible alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue mx550 patient monitor did not generate a asystole visual or audible alarm. The device was in use on a patient. There was no report of patient or user harm.